Event description:
As the gown was being removed, the surgeon noticed blood on his scrubs after performing an abdominal colorectal procedure. The understanding is that the patient was (B) (6).

Manufacturer narrative:
The customer did not provide the lot number, therefore, the device history record could not be reviewed. However, the customer was able to provide the sample. Investigation of the sample did confirm that blood/fluid appeared to have penetrated the gown. This information was communicated to the personnel responsible for product design, and the investigation will continue to determine the root cause for this event. We will also continue to monitor for complaints of this nature.